Event description:
It was reported that the customer's insulin pump alarmed, and the drive support cap was loose and sticking out from the side of the insulin pump. No further information was provided.

Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a protruded/loose drive support disk. A scratched lcd window, cracked case and cracked reservoir tube lip also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.